Manufacturer narrative:
An event regarding packaging damage involving a gmrs proximal tibial component was reported. The event was confirmed. Method & results: device evaluation and results: based on the visual inspection of the returned packaging it appears that this component packaging was subjected to excessive/inappropriate handling whereby the carton may have been dropped from a height causing the flange of the outer blister to fracture. Medical records received and evaluation: not performed as the event is related to a packaging issue. There was a surgical delay of one hour with no subsequent adverse consequences to the patient reported. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the investigation concluded that the packaging damage was most likely caused by excessive/incorrect handling prior to opening of the packaging. No further investigation for this event is required at this time.

Event description:
During knee revision surgery, implants were verified with the surgeon. When we opened the box for cat# 6495-3-101, the outer plastic packaging was cracked just beneath the seal. The nurse unsealed the outer packaging and removed the inner packaging to check its integrity. At that time the nurse noticed that the packaging was unsealed at the corner where the packaging would be opened. When the implant was deemed unsterile, the office was called and a replacement implant was sent. The case was put on hold for an hour. The patient was kept under anesthesia while we waited for the implant to arrive.

Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
During knee revision surgery, implants were verified with the surgeon. When we opened the box for cat# 6495-3-101, the outer plastic packaging was cracked just beneath the seal. The nurse unsealed the outer packaging and removed the inner packaging to check its integrity. At that time the nurse noticed that the packaging was unsealed at the corner where the packaging would be opened. When the implant was deemed unsterile, the office was called and a replacement implant was sent. The case was put on hold for an hour. The patient was kept under anesthesia while we waited for the implant to arrive.